Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the steerable guide catheter, the sgc did not hold fluid column. Troubleshooting steps were performed, but the issue persisted. The sgc was replaced to complete the procedure. All steps were performed per instruction for use (IFU). There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analysis, a cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.